Manufacturer narrative:
The investigation into the issue of infection/sepsis has been completed. The device was not returned for investigation. Review of the clinical notes revealed the location of the hematoma to be the groin. Based on the clinical information, the root cause of the access site bleeding was most likely lack of vessel recoil onto the repo sheath.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 33-year-old male was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at the groin. The staff made attempts to manage the hematoma, but ultimately the decision was made to remove the impella. Manual pressure was held and hemostasis was achieved.